Event description:
Reporter alleged obtaining, on a pt, a discrepant blood glucose of 223 mg/dl on the inform system compared back to back with a result of 59 mg/dl from the lab when testing was performed less than 10 mins apart. Reporter did not indicate if the pt was experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. Reporter stated that the pt was treated with insulin based on the high meter reading, and then later treated with d50 several hrs later after a result of 33 mg/dl was obtained on the same inform system. No other actions were reported taken or treatment received. No adverse event reported. The suspect product was not returned to the MFR for eval.